Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok¿ insulin syringe with bd ultra-fine¿ needle syringe had silicon oil on the syringes causing cloudiness/particulate matter in the novolog vials. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: customer returned (1) bd 1cc, 13mm, 29g safetylok syringe in a sealed blister pack from lot # 7040501. Customer states that there was silicone oil on syringes causing cloudiness/particulate matter in novolog vials. The returned syringe was examined visually and under the microscope and no liquid was observed inside the syringe and no liquid came out of the syringe when fully depressing the plunger rod. A review of the device history record was completed for batch# 7040501. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications that did not pertain to the complaint. Conclusion: based on the sample received bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.